Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: left side rupture confirmed with an MRI.

Event description:
Healthcare provider called to report a left side rupture confirmed with an MRI. Patient was underage for gel implants at initial implant. The device remains implanted.